Manufacturer narrative:
There is no information provided regarding the return of the actual complaint product to the manufacturer. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). Device not available.

Event description:
Fill volume: 600 ml, flow rate: 2-14 cc/hr, cathplace: left interscalene. It was initially reported that an infusion pump filled with 600 cc of 0.2% ropivacaine. It was started on thursday at 10:45, and on sunday morning the pump was empty at 8 am. The pump ran for the first 20 hours at 4 ml/hr, then 36 hours at 8 ml/hr, then adjust to 6 ml/hr. It was noted that there was no patient injury. Additional information received on 08-feb-2017 stated that the patient had no signs or symptoms, and the infusion pump was used with a 21 gauge iflow catheter. The pump was located next to 21 site during infusion, and was carried in a low fanny pack carrying case. The infusion was not interrupted. No further information was provided.